Manufacturer narrative:
Analysis was performed by remote clinical support personnel which included remote trouble shooting with the nurse manager. All units at the site were checked to make sure the alarm settings were correct; however, it was noted that the environment is noisy with multiple centrals being watched at once. Remote clinical support dialed into the system remotely. Review of the audit log shows thousands of alarms giving alert sounds. The nurse manager was asked to turn the alarm volume up to 10 and see if she hears the sound. It was confirmed that the sound could be heard then. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was the volume was set too low for the noise in the clinical environment. The issue was resolved by increasing the volume on the system and discussing ways to improve workflow and environment to improve ability to hear alarms and prevent alarm fatigue/blindness from sound stimulation. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that the yellow alarms are not audible. The device was in use on a patient at time of event, there was no adverse event reported.